Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 322 (link switch error (low)) was reproduced when attempting to run an infusion. A review of event history log revealed multiple occurrences of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper link screw is out of adjustment. The upper link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during unspecified process step .there was no report of patient injury or medical intervention associated with this event. No additional information is available.